Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint "centering does not work, no clear view" is cause traced to component failure expected or random component failure without any design or manufacturing issue. The most probable cause of the failure's addition related to "circuit board unit in s-connector has corrosion due to water leakage" is cause not established the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. In addition, the following reportable malfunctions were identified during the device evaluation: the most probable cause of the other identified failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a damage on charged coupled device (ccd) unit. There was no patient involvement.